Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (con) and healthcare professional (hcp) via a company representative (rep) regarding a patient with an implantable infusion pump receiving baclofen and morphine both with unknown concentration and dose. It was reported on (B)(6) 2021 at 9:34 am hcp reported that the patient was possibly withdrawing from baclofen. Hcp stated that patient started hallucinating after contrast dye last week and symptoms have progressively gotten worse. Hcp stated that pump is not alarming that they are aware of. At 13:31 on (B)(6) 2021, patient rep stated that patient was in flagstaff mdc due to an adverse reaction to a catheter dye study done about a week ago. Caller wanted rep to be paged and an email was sent to rep. It wans mentioned that patient had a metal taste, weakness, dizzy and chills. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.